Event description:
Customer alleged that the ppm is turning off inadvertently. Customer alleged that the nurse has to re-arm the ppm after it shuts off. There were no reported injuries. Pursuant to our response to warning letter, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
A hill-rom technical support rep recommended to change the scale board, to resolve the problem with the ppm.